Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their dentist. The dentist states in the letter that dental radiographs were taken and evaluated. A dental prophylaxis was performed and a filling was done on a subsequent dental visit. Periodontal readings were within normal limits with mild bone loss on the mandibular anterior.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.